Event description:
It was reported that upon interrogation of the pulse generator, a message "elective replacement indicator" alert was displayed. After a software download, normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.